Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-06076 it was reported that the right atrial lead right ventricular leads were capped and replaced on(B)(6) 2021 due to low impedance and noise reversion. The patient was stable throughout.